Manufacturer narrative:
The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was further discovered via procedure notes that the patient had two distinct lesions in the lad. Both lesions were treated with a csi oad and a perforation was observed. The perforation was resolved via balloon angioplasty and a stent was deployed. At this point, pericardiocentesis was performed. Both lesions were then post-dilated via balloon angioplasty. The patient status remained stable throughout the procedure.

Manufacturer narrative:
An attempt to obtain the oad lot number is being made. A supplemental MDR will be submitted with additional information regarding this event. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 85% stenotic, 10mm-15mm in length and was located in the left anterior descending (lad) artery. The physician used an xb 3.5 guide catheter to access the lesion from a femoral approach. The oad was advanced into the patient and two runs at low speed were performed. During the next run at high speed, a vessel perforation was observed in a location that the oad had not been used for treatment. The exact cause of the perforation is unknown. Additional information has been requested, but none has yet been received.